Manufacturer narrative:
(B)(4). Batch # 463a61. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with an ecr60d reload. The reload was received unfired, with one single driver and six double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from the right proximal side and two staples were missing from the returned reload, the staples do not create a fluid path. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during the surgery, could not fire when severing duodenum tissue on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.